Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an auto off alarm occurred while the user was sleeping. Reportedly, the user slept in the morning that the alarm occurred. The user cleared the alarm and resumed insulin delivery. Reportedly, the user was unable to hear the auto off alarm. The pump volume setting was changed to a different setting during troubleshooting with tandem's technical support, and the user reported no audible sound or vibration. Additionally, it was reported that user had been experiencing difficulty charging the pump with the usb cable. Another cable was able to successfully charge the pump. Reportedly, the user would continue to use the pump until replacement pump is received. The user's blood glucose level was 126 mg/dl.